Manufacturer narrative:
This event was already reported under MDR no.: 1020279-2020-00290. If further details are provided, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that five years ago patient was admitted to the hospital due to pain of both knees and was diagnosed with osteoarthritis of both knees. On (B)(6) 2019, patient had a right knee joint surface replacement performed. After the operation, the patient was discharged from the hospital on (B)(6). On (B)(6),the patient was admitted to the hospital again due to right knee pain for 2 weeks. After the admission, an anti-infection treatment was given. After the treatment, the pain was relieved.

Manufacturer narrative:
It was reported that the patient was admitted to the hospital due to right knee pain. There, an anti infection prescription was given. After the treatment, the pain was relieved. The affected genesis ii non-porous tibial base along with other devices, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Only product information was provided for the tibial base. Our investigation including a review of the manufacturing records for the tibial base did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. The device was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No product information was provided for other devices. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. The potential root causes could include but are not limited to age of patient, traumatic surgery or patient reaction. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.